Manufacturer narrative:
The 3003721894-2018-00315 is associated with argus case (B)(4) new poligrip. New poligrip is marketed as super poligrip in the us.

Event description:
Pneumonia [pneumonia]. Lung disorder [lung disease]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of pneumonia in a female patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer and gingival disorder. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced pneumonia (serious criteria gsk medically significant), lung disease and device use error. On an unknown date, the outcome of the pneumonia and lung disease were not recovered/not resolved and the outcome of the device use error was unknown. It was unknown if the reporter considered the pneumonia, lung disease and device use error to be related to new poligrip. Additional details: the patient had to use new poligrip twice daily because her gums were thin. The dentist instructed to fix the denture with denture adhesive, as the dentist could not adjust it. Around the time of this report, she presented with pneumonia and was told by the physician that her lungs were dirty. No further information is expected.